Event description:
It was reported that during the implant attempt, the lead dislodged multiple times, and the sensing became an issue when in bipolar. The physician attempted to reposition the lead, but was unable to. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The inner insulation was kinked/buckled, and blood was found in/on the helix/lobe mechanism. The lead appeared to have been stretched and damaged at implant.